Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 50500530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), nervous system disorder ("neurological issues"), headache ("headaches"), pelvic discomfort ("discomfort") and swelling face ("face swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, depression, fatigue, dyspareunia, nervous system disorder, headache and pelvic discomfort outcome was unknown and the swelling face was resolving. The reporter considered back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, nervous system disorder, pelvic discomfort, pelvic pain and swelling face to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: fallopian tubes: no filling of the fallopian tubes was noted bilaterally. No adnexal contrast spillage was visualized. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Lot number and event's: pelvic pain, abnormal bleeding, back pain, depression, fatigue, dyspareunia, neurological issues, headaches were added. On 20-dec-2019: pfs received. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 50500530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and bloating. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), nervous system disorder ("neurological issues"), headache ("headaches"), pelvic discomfort ("discomfort") and swelling face ("face swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, depression, fatigue, dyspareunia, nervous system disorder, headache and pelvic discomfort outcome was unknown and the swelling face was resolving. The reporter considered back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, nervous system disorder, pelvic discomfort, pelvic pain and swelling face to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes: no filling of the fallopian tubes was noted bilaterally. No adnexal contrast spillage was visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.